Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of vascular procedure. The procedure was continued and completed as moving the patient to another room. It was reported to philips that the system had insufficient storage space, which could impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and recreated the image store with original pc and image disks, but the system still shows the memory full error. To resolve the issue, fse replaced the ippc with three new hard drives. The defective parts were returned for analysis, for ip pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had insufficient storage space, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.